Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ambulance was called to treat customer's low blood glucose (bg); bg value was not provided. Customer declined to provide further details or troubleshoot with tandem technical support.